Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, while attempting to reposition the lp, a docking issue occurred which resulted in the helix being stretched. The lp was removed and replaced. There were no patient consequences.